Manufacturer narrative:
The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Method codes: 3331.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information from social media coordinator. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. What date was the ¿the invasion of the mesh in the vegiga¿ (mesh erosion into the bladder) first noted by a physician? How was the final diagnosis of trigonitis confirmed? What is physician¿s opinion regarding etiology and contributing factors to the reported events? Was there any alleged deficiency or abnormality of the gynemesh noted? The source and triggering event of ¿complicacion hemoperitoneo¿ and the volume of blood loss? How was ¿complicacion hemoperitoneo¿ treated? What is the patient's current status? Note: reported adverse event about complicacion hemoperitoneo and exploratory laparoscopy on (B)(6) 2017 due to experience of chronic pelvic pain, dysuric symptoms, overactive bladder, urgent urination, significant increase in voiding rhythm with intense pain at the beginning and end of urination and therapeutic interventions with the corticoid (prednisone) patches was submitted via 2210968-2019-83863. Reported adverse event about presumptive trigonites and post-menopausal genitourinary artofla diagnosed in may and first intravaginal laser session performed as regenerative therapy was submitted via 2210968-2019-83864.

Event description:
It was reported that the patient underwent a laparoscopic colposacropexy on (B)(6) 2013 and the mesh was implanted. On (B)(6) 2017, the patient underwent an exploratory laparoscopy due to experience of chronic pelvic pain, dysuric symptoms, overactive bladder, urgent urination, significant increase in voiding rhythm 20-30 per day, with intense pain at the beginning and end of urination. The patient also experienced hemoperitonea complication. The patient received therapeutic interventions, the only treatment that took away the pain was the corticoid/prednisone patches. In may, the patient went to see a doctor due to in prior surgery vaginal pain noted. It was verified that in the vaginal touch, there is an important trigon vesical pain. Presumptive trigonites and post-menopausal genitourinary artifact were diagnosed, and first intravaginal laser session was performed as regenerative therapy. In june, the patient had a new laser session and placement of subdermal hormones, with a negative response to date and no relief. The patient continued to experience intense micturition pain, not responding to treatment such as analgesic and anti-inflammatory. The use of corticosteroids continues to produce an "excellent response". The final diagnosis was a trigonitis as a result of the invasion of the mesh in the bladder/vegiga, by colposacropexy. Additional information has been requested.